Event description:
This is filed to report the clip caught in the chords and tissue injury requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet and a flail anterior leaflet. It was noted that while attempting to retract the clip from the left ventricle to the left atrium, the clip became entangled in the chordae. Subsequently, there was chordal rupture, and the clip was deployed with chordae inside. An additional clip was implanted to treat the chordal rupture and further reduce the mr. The procedure was successful, and the mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unspecified tissue injury associated with the chordae rupture was due to the difficulty in removing the clip from anatomy. The cause of the reported difficult to remove was due to procedural circumstances during positioning in conjunction with challenging patient anatomy (rotated heart, leaflet flail, and thickened leaflet). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.